Manufacturer narrative:
E1- initial reporter establishment name - (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rigid tube was dented. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely that the reported failure of the anti-fog function was caused by a component failure of the heater. Additionally, the dent observed on the rigid tube is likely attributable to damage or failure of the rigid tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the anti-fog function was not working during maintenance involving an olympus gynecologic laparoscope. There were no reports of patient involvement.